Event description:
Additional information gathered revealed the patient's lead was explanted and replaced with two different model leads.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing thoracic pain for several months when stimulation is on. Multiple reprogramming attempts to address the issue have been unsuccessful. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's thoracic pain has improved but has not resolved.